Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had an air bubbles. The customer's blood glucose was unknown at the time of the incident. The customer did not indicate the air bubble size. The customer did not indicate if they had been able to remove the air bubbles by pushing insulin out. The customer did not indicate if they had to change the reservoir. Troubleshooting was not completed as this was a past event. The reservoir will not be returned for analysis.